Event description:
The bed was being processed by an agiliti employee when the power drive wheel came down, and pinched wires were heard. The wires were repaired, and the power drive was tested to ensure functionality. Although the power drive worked, it was noted the next morning that the batteries were drained. When the batteries were removed, melted wires were observed in the compartment where the circuit board is. While no patient injury occurred, the potential for serious injury necessitates reporting this incident to the FDA.